Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed that the user found that the foreign object came out from the instrument channel of the subject device at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center could not find any foreign object in the instrument channel of 40cm length from the distal end and not also any leaking. There was no report of patient injury associated with this event. The user facility did not provide the other detailed information.